Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic removal of right ovarian cyst and right ovarian plasty, the thread was detached from the needle tip. Another device was used to complete the case.